Event description:
Additional information received stated that the patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department experiencing atypical chest pain with some pleuritic features. The physician suspected inflammatory nature possibly related to the pacemaker implant. The issue was resolved without sequelae.